Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was unable to properly connect with any extension. This was discovered during use. The following information was provided by the initial reporter: when trying to connect any extension, it does not twist correctly, it is attempted with short extension, with bifurcated, with three-way and needle-free connectors, pump equipment and with no device it is able to connect to the catheter. It is necessary to withdraw the access and re-puncture the patient with another brand of catheter.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for investigation. A review of the device history record was performed for the reported lot, 5040301, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any visible defects with the unit. Based on the provided photo the engineer was unable to verify the reported defect. Since no defects were observed in the photo a definitive root cause could not be determined.

Event description:
It was reported that bd insyte¿ IV catheter was unable to properly connect with any extension. This was discovered during use. The following information was provided by the initial reporter: when trying to connect any extension, it does not twist correctly, it is attempted with short extension, with bifurcated, with three-way and needle-free connectors, pump equipment and with no device it is able to connect to the catheter. It is necessary to withdraw the access and re-puncture the patient with another brand of catheter.